Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description ravulizumab infusion with a filter added to end. 3 air bubble alarms with no air bubbles in tubing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report number (B)(4). Five (5) retain samples were evaluated. All samples tested were within specifications.